Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report a perforation with this right ventricular (rv) lead. On (B)(6) 2017 the patient had a device check and oversensing was identified and the patient complained of a sensation near the apex of the heart. An echocardiogram and CT scan confirmed a perforation on (B)(6). The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The rv lead was repositioned and remains in-service. Lead diagnostic values were within normal range. The device will be rechecked tomorrow and the following day prior to patient discharge from the hospital. Boston scientific received information from the local representative that the patient remained hospitalized for two additional nights. Pre-discharge checks were performed and normal device function was identified. The patient was discharged in stable condition.